Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer reported that the insulin pump kept pumping. The customer also reported that they were wearing the insulin pump but the blood glucose went up to 400 mg/dl. The customer's blood glucose was 147 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was able to set time and date. The customer was assisted with rewind and prime. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.